Event description:
(B) (6) informed our clinical affairs dept. Mgr ((B) (6)) that (B) (6) told her that a pt reported to him that she had bone loss in her gums while she was using the liberty mask.

Manufacturer narrative:
The pt resumed her CPAP treatment and did not have any further problems. Therefore there are no lasting effects on the pt's therapy. Based on the clinical opinion provided by resmed's medical dir, the probable root cause is over tightening of the headgear. More info has been requested (however, not yet received) into the details of the pt symptom of bone loss. Gum pain is a known side effect of CPAP therapy with an acceptable risk to pt safety. The occurrence of bone loss is remote. There is no evidence to suggest that bone loss is the result of a systematic design or qual issue. Therefore no qual actions are warranted at this stage.